Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the customer they noticed the PICC was not aspirating correctly, and blood return was bubbly, frothy and inconsistent. They knew something wasn't right. Being an oncology patient who was receiving chemotherapy they had the PICC removed and found the split. Their first thought was a staff member accidently cut it with scissors when doing a PICC dressing change. Patient had replacement PICC inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed that there was a circumferential split in the catheter tubing near the molded joint. No details of the damage could be discerned from the returned photograph. Use residues were observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.